Event description:
The customer reported that the system would display a cine drive error message upon bootup. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative performed an operational test of the cine runs. The system was tested and found to be working as intended and put back in service.